Manufacturer narrative:
(B)(4). The lot was manufactured from august 12, 2014 to august 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection was performed and found no signs of blockage or physical abnormality that could have contributed to the reported problem. The distal luer cap was removed and flow of solution was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow after being connected to a patient. The device was filled with flucloxacillin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.